Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to oversensing. A new ra lead was successfully implanted. No additional patient adverse effects were reported.